Manufacturer narrative:
(B)(4). Batch # m53f8x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the green piece fall into the patient¿s chest cavity? Yes. If yes: how was the green piece retrieved? No information. Did the retrieval of the green piece alter the procedure or post -op care of the patient? No.

Event description:
It was reported that during a laparoscopic pneumonectomy, a green broken piece was found when the chest cavity was cleaned before the operation was finished. Then, it was found that the reported cartridge was partially broken. No pieces fell into the patient. Leak test was performed and no issue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr45g cartridge reload was received. The reload was received fully fired. Upon further evaluation several drivers were noted to be out of position and the retention tabs damaged and broken. No further functional testing could be performed due to the condition of the reload. One possible cause for the found damage could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.